Event description:
It was reported that a spectrum pump failed downstream occlusion test at 25 psi (pounds per square inch) during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. Functional testing for downstream occlusion detection could not be completed due to a constant door not fully latched alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Inspection of the device found no issues, and the downstream tubing guide depth is within tolerance. The reported condition was not able to be verified through testing and no assignable cause was determined. The downstream tubing guide will be replaced as a precaution. Should additional relevant information become available, a supplemental report will be submitted.